Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate bottle leak at the seam. No injury was reported.

Manufacturer narrative:
No information is available.